Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-nov-2017 with the following findings: a review of the pump black box data revealed unexplained pump reboots occurred. During a visual inspection of the pump, multiple cracks in the battery compartment were observed. The battery cap was not returned. During investigation, the pump was exercised for 24 hours with no power loss or interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of no power was shown in the pump history but was not duplicated or confirmed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.